Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the opening of reservoir compartment was partially bent closed, threads are damaged, o ring was sticking out from compartment and chew marks on battery compartment. Troubleshooting was not performed for damage. The insulin pump will not be returned for analysis.